Event description:
The smart drive mx2 would not respond to the shut off command and I crashed my wheelchair. The smart drive unit was damaged, my wheelchair was damaged, and I received many bruises, cuts and scrapes.